Event description:
Caller reported a cartridge alarm 20, with their blood glucose level displayed as "high," but no specific value was provided. To address the high blood glucose level, the customer administered a correction bolus via the pump, and there was no assistance required from a third party. Technical support confirmed multiple cartridge alarms and decided to replace the customer's pump with one that has updated software. Customer continued to use pump for insulin therapy.